Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, they had a bravo capsule that failed to attach. The capsule was placed in the patient and found in his mouth at the end of the procedure. There was proper suction for 30 seconds and the patient was still and cooperative. It is not stated whether a repeat procedure will be performed.

Manufacturer narrative:
Evaluation summary: one delivery system and one capsule were returned to medtronic for evaluation. The delivery system was investigated visually for external damage. The capsule was not attached to the delivery system. The delivery system was not bent and the emergency release was not implemented. The plunger was not broken and the capsule electrodes were visually acceptable. As the product was received, the device functioned according to specification, and no cause for the failure was determined. If information is provided in the future, a supplemental report will be issued.